Event description:
The customer reported that the insulin pump alarmed no delivery. The blood glucose reading was 360mg/dl. Assisted the caller to run a manual prime test, but the device alarmed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime anomaly.